Event description:
It was reported that a user¿s ilet screen was unresponsive to swipe unlock, while the sleep/wake button functioned, and there was no screen damage; a remote restart was performed and normal touch response was restored. Symptoms included temporary device usability impairment related to the touchscreen. Outcomes included no alerts, no alarms, no injury, and no need for medical care. Investigation included customer counseling, device restart, and functional verification through successful recovery of the touchscreen response. Investigation of this case revealed a transient touchscreen responsiveness issue that resolved with a reboot, consistent with a momentary device software or interface anomaly without hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible device behavior that was mitigated by standard troubleshooting.